Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery the twinfix anchor was broken, all the broken pieces were removed using pincers. No other complications or significant delay were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers. The device was shown with its anchor and sutures missing. A visual inspection revealed that the device was returned in a pouch with a different batch number, but the batch numbers on the box and chart stickers matched. The anchor and sutures were detached. The tip of the insertor had some damage. The anchor had fractured proximal to the eyelet and was still attached to the suture, but the proximal piece was not returned. There was some particulate debris on the shaft and anchor. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use, off-axis insertion, or inadequate preparation of the insertion site. No containment or corrective actions are recommended at this time.